Manufacturer narrative:
Sensor 0m0066t1e7r has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. This complaint is not confirmed due to use as there was no insertion failures, which is the evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his freestyle libre sensor would not start and he was therefore unable to obtain readings. Customer experienced feeling lightheaded and self-treated with insulin (dose/type unspecified) and had contact with an hcp who also provided insulin treatment (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his freestyle libre sensor would not start and he was therefore unable to obtain readings. Customer experienced feeling lightheaded and self-treated with insulin (dose/type unspecified) and had contact with an hcp who also provided insulin treatment (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his freestyle libre sensor would not start and he was therefore unable to obtain readings. Customer experienced feeling lightheaded and self-treated with insulin (dose/type unspecified) and had contact with an hcp who also provided insulin treatment (dose/type unspecified) for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.